Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube'), genital haemorrhage ('bleeding.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, bronchitis, hypertension, obesity, itching eyes, uti, abdominal pain lower, metrorrhagia, stress incontinence, ovarian cyst, vaginitis and breast tenderness. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, abnormal uterine bleeding. Lot number: 637222 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube'), genital haemorrhage ('bleeding.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, bronchitis, hypertension, obesity, itching eyes, uti, abdominal pain lower, metrorrhagia, stress incontinence, ovarian cyst, vaginitis and breast tenderness. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, abnormal uterine bleeding. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.